Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 54 mg/dl and 277 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 83 mg/dl, 253 mg/dl, 105 mg/dl, 77 mg/dl, 143 mg/dl, and 99 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Adverse event(s): no impact to pt reported (no consequence or impact to pt). Product problem(s): "touchscreen froze" (no display or display failure). A facility reported the touchscreen froze during a case. The footswitch was used to change settings and the case was completed. No pt injury was reported.